Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube disconnected from the patient due to separation of the tube connector from the actual tube in the patient's throat. The customer reported that the patient had connector disconnected from the tube a few times during the shift. That patient was extubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the et tube disconnected from patient due to separation of the et tube connector from the actual tube in patient's throat. The customer reported that patient had connector disconnect from the tube a few times during the shift. Patient death was not related to the device malfunction.